Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2016-10-31, UDI #: (B)(4), device available for eval: no, mfg date: 2015-10-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-12-08, UDI #: (B)(4), device available for eval: no, mfg date: 2017-12-08, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2016-10-31, UDI #: (B)(4), device available for eval: no, mfg date: 2015-10-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2016-10-31, UDI #: (B)(4), device available for eval: no, mfg date: 2015-10-31, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-12-08, UDI #: (B)(4), device available for eval: no, mfg date: 2017-12-08, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple loss of power events due to double disconnects with associated pump starts. Several batteries were suspected to be involved in power switching. One battery had a critical battery alarm and three others had a relative state of charge between 101-201 percent. The controller and suspected batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and one battery, (B)(4), were returned for evaluation. The other four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and the returned battery in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple premature power switching events due to momentary disconnections involving (B)(4) as well as premature power switching events due to communication errors involving (B)(4). A power source lubrication procedure was performed on (B)(4) on (B)(6) 2019 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on (B)(4). In addition, analysis of the data log file revealed communication errors that did not lead to premature power switching events involving (B)(4). Relative state of charge (rsoc) between 101 and 201 percent is indicative of a communication error between the controller and batteries. Review of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2019, due to a communication error involving (B)(4). Analysis of the event log file revealed fourteen (14) controller powers ups logged between (B)(6) 2018 and (B)(6) 2019. The controller was without power for an average of ten (10) seconds each time it experienced a power loss event. Multiple momentary disconnections were observed leading to the loss of power. As a result, the reported power switching, loss of power, critical battery alarm and relative state of charge between 101-201 events were confirmed. The most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm and relative state of charge between 101-201 can be attributed to a communication error between the controller and battery. A possible root cause of losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.